Manufacturer narrative:
(B)(4).

Event description:
Medical center staff contacted dexcom on behalf of the patient on (B)(6) 2016 to report that on (B)(6) 2016, the g5 mobile application is having gaps in data primarily at night. There was no report of injury or medical intervention. No additional patient or event information is available.